Event description:
It was reported that the patient called to report pulsations in chest area post implant. While he was in the hospital, had programming adjustments made and pulsations resolved. Patient also reported symptoms began again for about an hour and stopped for a couple of minutes and resumed again. Patient is feeling fine. No complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.